Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose reading went up to 500 mg/dl while the insulin pump alarmed no delivery. The no delivery alarm occurred while changing the infusion set. The current blood glucose reading was 121 mg/dl. The customer will be sent emergency supplies. Advised the father to call back to speak with smt. Nothing further reported.